Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken grips to be related to the customer reported complaint. The instrument was analyzed and found to have a broken grip at the midpoint of the grip. Two pieces that make up the grip were found to be broken. Two broken pieces were returned. Common causes of broken instrument grip-tips are typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws. This is considered a reportable event due to the following conclusion: the force bipolar instrument jaws were broken. The fragments fell inside the patient¿s anatomy. The fragment was retrieved during the same procedure. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the force bipolar (fb) instrument jaws broke in the body cavity. The fragments fell inside the patient¿s anatomy. The customer replaced the fb instrument and continued with the procedure. The procedure was completed without additional reported injury. After the procedure, x-rays and the other tests were performed to check for the remaining fragments. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The surgeon did not notice any issue with the force bipolar (fb) instrument functionality during the surgical procedure. The surgeon stated that the fb instrument collided with the other instrument, and the fragment fell inside the patient during the collision. The surgical staff did not notice any damage to the cannula after the event occurred. All fragments were retrieved during the procedure. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.